Manufacturer narrative:
Related regulatory report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a dbs bilateral implant, in both sides (left and right), after the closure of the stimloc the hcp found the leads were deeper than the intended position before closing the stimlocs. They were able to close the clip and the cover, but they had the impression that the cover pushed the lead deeper since it was not completely blocked by the clip (it closed but not too tight). Due to those issues they had to reposition the leads increasing the operation time. There were no symptoms for the patient.